Manufacturer narrative:
Awaiting same lot sample returns.

Event description:
Report received of a malfunction resulting in a suction oral toothbrush foam disengagement. On an unknown date, oral care was performed on a patient. The reporter stated the green foam disengaged from the suction oral toothbrush while in the patient's mouth. Reporter stated the disengaged foam was successfully retrieved with a suction probe and no injury occurred. Reporter stated patient was intubated, sedated and unable to follow commands. Reporter stated no biting occurred and gentle pressure was applied during use of the suction oral toothbrush. Reporter stated a yellow dot remained on the back of the suction toothbrush, which the reporter thought to be glue. The device was discarded and no pictures were available. Reporter agreed to return same lot samples for evaluation, however, samples not yet received. Although requested, no additional information was available.

Manufacturer narrative:
Reporter discarded the involved product, however, provided same lot samples. Evaluation of the same lot samples occurred on 10/01/2018 and revealed no physical or visual packaging anomalies. Product was removed from the packaging and the foam appeared to be fully intact and met all requirements of the product specification. The foam was forcibly removed from the suction oral toothbrush revealing a glue pattern that passed the vision system on the production machine for checking glue application. Production history records for the reported lot were reviewed. The reported lot was comprised of three sublots of suction oral toothbrush product. These sublots were examined for any potential root causes for the reported complaint. One sublot generated an in-process work order related to an increased number of inspection rejects due to insufficient adhesive glue coverage. The adhesive glue tank was purged and cleaned and the production line was cleared of potentially affected product. Once the work order was completed, all in-process quality checks indicated passing results for all sublots. All quality checks performed by operators did not identify imperfections or glue adhesive issues with the suction oral toothbrushes. A specific root cause could not be determined. All suction oral toothbrush product was 100% inspected by our glue application vision system and passed prior to release.

Event description:
Report received of a malfunction resulting in a suction oral toothbrush foam disengagement. On an unknown date, oral care was performed on a patient. The reporter stated the green foam disengaged from the suction oral toothbrush while in the patient's mouth. Reporter stated the disengaged foam was successfully retrieved with a suction probe and no injury occurred. Reporter stated patient was intubated, sedated and unable to follow commands. Reporter stated no biting occurred and gentle pressure was applied during use of the suction oral toothbrush. Reporter stated a yellow dot remained on the back of the suction toothbrush, which the reporter thought to be glue. The device was discarded and no pictures were available. Reporter agreed to return same lot samples for evaluation. Although requested, no additional information was available.